Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer stated that there was a 911 call for his high blood glucose readings. The customer stated that he was in diabetic ketoacidosis and could not remember the official cause. The customer stated that he was dehydrated and his voice could not come out. The customer stated that he remember he was vomiting. The customer stated that he was admitted to the hospital for a week and was treated and released.